Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the renal artery. The 4x18mm herculink elite balloon expanding stent (bes) was advanced to the target lesion with resistance due to the anatomy. Then under angiography, it was noted that the stent dislodged but remained on the delivery system. Therefore, the bes was removed with the stent from the patient. A 4x15mm herculink stent was used instead to complete treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.